Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer's insulin pump experienced a no delivery alarm when she tried to change her infusion set and when she was priming. Her blood glucose level was reported to be 351 mg/dl. The amount of insulin on the status screen of the insulin pump vs. The amount that shows on the reservoir is significantly different. The customer was advised to disconnect from the tubing and reservoir to perform troubleshooting. She was also advised to revert to back up plan. The pump was returned. Nothing further to report.